Event description:
It has been reported to philips that the device is failing self-test.

Manufacturer narrative:
The complaint was escalated for technical investigation, and the results indicate that the issue was caused by the corruption of the voice crc in the AED device's flash memory component (u1). The device includes redundant design features to support use of the device during a critical care event if the speaker does not provide voice prompts. These features include pads placement icon lights, an insert-pads-connector flashing light, flashing shock button, and a charge tone. Based on the available information and testing conducted, the reported problem was confirmed to be a corrupted voice crc in the flash memory component (u1) of the AED device. Based on the information available and results of additional analysis further action has been initiated. Philips recommendation was to remove the device from service. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened.